Manufacturer narrative:
All available information was investigated. There were no reported issues to test for, but a deformed soft tip and braided shaft were observed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause of the reported no apparent adverse event could not be determined as there was no patient adverse event. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) and prolapsed anterior leaflet. A mitraclip xtw inserted and was deployed on the mitral valve, reducing mr to trace. On (B)(6) 2025, one week post implant, an echocardiogram was performed and revealed recurrent mr with a grade of 4+. It was noted that the clip remained stable on the leaflets. A mitraclip xtr was inserted and deployed on the mitral valve, reducing mr to a grade of 1. The steerable guide catheter (sgc) returned and revealed damage to the soft tip and braded shaft.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) and prolapsed anterior leaflet. A mitraclip xtw inserted and was deployed on the mitral valve, reducing mr to trace. On (B)(6) 2025, one week post implant, an echocardiogram was performed and revealed recurrent mr with a grade of 4+. It was noted that the clip remained stable on the leaflets. A mitraclip xtr was inserted and deployed on the mitral valve, reducing mr to a grade of 1. The steerable guide catheter (sgc) returned and revealed damage to the soft tip and braded shaft.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.